Event description:
It was reported that the patient's ipg received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention might be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.